Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to fast conducted atrial tachycardia. Boston scientific technical services (ts) was consulted and upon review, it was noted there were also untreated episodes for the same rate. Ts discussed possible programming and troubleshooting options. The patient was brought in for exercise testing and a template was taken at maximal exercise for this patient with heart rate 140 to 150. The s-ICD remains in service and no adverse patient effects were reported.